Manufacturer narrative:
INVESTIGATION INCLUDING ROOT CAUSE ANALYSIS IS IN PROGRESS. A SUPPLEMENTAL MDR WILL BE FILED AS NECESSARY IN ACCORDANCE WITH 21 CFR 803.56 WHEN ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
IT WAS REPORTED THAT CADD CLEO INFUSION SETS FAILED TO INSERT PROPERLY, RESULTING IN INSULIN LEAKAGE AROUND THE INFUSION SITE. THE PATIENT REPLACED THE INFUSION SET AND SUCCESSFULLY RESUMED INSULIN DELIVERY. THERE WERE PATIENT INVOLVEMENT AND NO PATIENT HARM.

Manufacturer narrative:
A5 - Ethnicity and A6 - Race: Updated.D4 - Expiration Date and D4 - Primary UDI Number: Corrected.H3 and H6 codes: Updated. No product was returned. Therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. A Device History Record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned, the manufacturer will reopen this complaint for further investigation.